Event description:
It was reported that the patient experienced loss of lock and headpiece retention issues. The doctor confirmed that the patient's thick skin flap is the issue. Additional magnets and manual pressure were used to achieve lock; however, this did not resolve the issue. Skin flap revision surgery will be scheduled.